Manufacturer narrative:
Received one 130307a in original packaging. Lot number was verified. Performed a visual inspection, the seal is opened at the distal end causing a breach to sterility. A likely cause for this issue is damage during shipping and handling. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that sterility is guaranteed unless package has been opened, broken or damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 130307a , for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. This will be reported as a malfunction with potential for injury upon reoccurrence.